Manufacturer narrative:
D4: UDI: the manufacturing date and expiration date are currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia (svt) procedure with qdot micro catheter and the ¿sealing was peeled back from the tip¿. There was resistance when attempting to advance the catheter into the sheath. The catheter was removed from the patient and it was noticed that the sealing was peeled back from the tip of the catheter. The catheter was replaced and the procedure continued without further issues. No patient consequence reported. Additional information was received. No damage resulted in wires/internal components being exposed. No damage resulted in any lifted or sharp rings. No resistance or difficulty during insertion or removal of the catheter. The issue was found 5mm from the distal end of the catheter. The catheter was not pre-shaped. Unable to advance the catheter into the heart. The catheter kept meeting resistance while in sheath. No resistance during removal.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 11-dec-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. D4. Primary UDI number, d4. Expiration date and h4. Device manufacture date have been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Manufacturer narrative:
It was reported that a patient underwent a supraventricular tachycardia (svt) procedure with qdot micro catheter. There was resistance when attempting to advance the catheter into the sheath. The catheter was removed from the patient and it was noticed that the sealing was peeled back from the tip of the catheter. The device evaluation was completed on 17-dec-2024. The device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation of the returned device was performed following j&j medtech procedures. Visual analysis of the returned sample revealed that the tip was not separated. It was correctly attached. A microscopic inspection of the tip and pebax was performed. No damage to the tip was found; however, a scratch mark was found in the pebax section. No wires exposed were observed. No other damage or anomalies were found. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. Since a scratch condition was observed in the pebax section, this failure could be related to the tip separated issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage could be related to the interaction of the device with the sheath during the procedure; however, this can not be conclusively determined. The catheter instructions for use (IFU) contain the following recommendations: do not use excessive force to advance or withdraw the catheter when resistance is encountered during catheter manipulation through the sheath. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).